Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported his blood glucose readings have been elevated for the past week. He stated he first thought it was bad insulin so he changed it out. Pt reported when he woke up today his blood glucose was 160 mg/dl and he did nothing to correct it. Pt reported later in the morning his blood glucose was 120 mg/dl, he ate and then bolused for the meal. Pt stated at noon his blood glucose was 350 mg/dl. Pt's normal blood glucose range is 100-130 mg/dl. Pt stated then it "hit me it might be my hourly rate." Pt does not know his basal rates nor does he have them written down. He stated his basal rates have changed a few times since he started pump therapy. Assisted pt with changing his basal rates. Advised he contact his physician to see if they have his rates so he can confirm if they are correct or not. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.